Manufacturer narrative:
Device code: 1586, 1467, 1393. Quality engineering was unable to perform an evaluation at the time of this report. Results and conclusions will be forwarded upon investigation completion. Evaluation summary: quality assurance analysis revealed that the guide wire was returned without any blood or contrast visible. The core had separated at the distal end of the hypotube. There was hypotube extending out of the distal end of the hypotube. The separated portion was returned. There was a bend in the tip 1 cm proximal to the tipball. There were offset intermediate coils for a length of 12 mm proximal to the center solder. There was a kink in the distal core 9 cm distal to the separation. There was a kink in the core at the proximal end of the hypotube. There was no other damage noted to the guide wire. There was another company's catheter returned with the guide wire. The guide wire exit notch of the catheter was torn for a length of 4 mm. There was no other damage noted to the other company's catheter. An attempt was made to pass the guide wire through a hole gauge. The proximal end of the guide wire passed through the gauge. The distal end would not pass through the gauge due to the kink at the proximal end and the offset coils at the distal end. This did not meet manufacturing criteria. The guide wire tip was tugged on to confirm the core and shaping ribbon were intact. This guide wire was sent to the scanning electron microscopy (sem) lab for further analysis. Quality engineering was unable to perform an evaluation at the time of this report. Results and conclusions will be forwarded upon investigation completion.

Event description:
Reporting status: malfunction. Reporting rationale: guide wire separation has caused or contributed to patient injury previously. Device issue: guide wire separation. It was reported that the bmw guide wire was used with a balloon catheter to perform angioplasty of the pulmonary artery of a child. Access to the right, lower pulmonary artery was difficult and the guide wire appeared to loop in an angulated segment of the vessel. There was difficulty getting the balloon to track along the guide wire. The guide wire straightened then looped again and separated upon advancement of the balloon catheter. Both devices were removed from the patient. A new bmw guide wire was inserted into the patient and the pulmonary artery stenosis was dilated with a new balloon catheter. There were no further problems and the procedure was completed. No additional event or patient information is available.